Event description:
A patient reported to baxter an issue of iodine(povidone) missing from the minicap found during use. The patient found there was no povidone inside the minicaps before connection to the transfer set.there was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint was not confirmed since no sample was returned for evaluation. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.